Manufacturer narrative:
Date sent to the FDA: 11/09/2020. A manufacturing record evaluation was performed for the finished device qcmesm batch number, and no non-conformances were identified. Additional h-3 summary: one unopened sample of product was received for analysis. During the visual inspection of the sample, no defects were found on the package. The sample was opened, and the swage and attachment area were noted to be as expected. The suture was dispensed without problems and examined along of the strand and no defects or damaged were observed. A functional test was performed using an instron and the pull force were above the minimum requirements. The device performed without any difficulties noted. The instructions for use do contain the following caution: to avoid this kind of damage: grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. Additional information was requested, and the following was obtained: was it a lap procedure? If yes, did they have to open up the patient to locate the needle? - lap procedure, and they did not have to open the patient to find the needle. Case did not need xray. What cavity were the surgeons operating on/did the needle fall into? -the monocryl was lost in thick fatty tissue while closing the dermis, on an arm, again was found after much digging around. Any adverse to patient reported to this issue? - they were able to find a needle. No fragments were left in the patient. No adverse outcomes that I am aware of. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: o were they able to find the needle after the x-ray done? - yes o was any fragments left in patient? If yes, are they going to go back in at a later date to retrieve? No. The following information was requested, but unavailable: o was it a lap procedure? If yes, did they have to open up the patient to locate the needle? O any adverse to patient reported to this issue? O what cavity were the surgeons operating on/did the needle fall into? O what tissue was being sutured?

Event description:
It was reported that a patient underwent a surgical procedure on an unknown date and suture was used. The needle fell off the suture while being used inside the patient. The surgery was delayed and an xray had to scan to find the needle. There were no adverse patient consequences reported. Additional information was requested.